Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 284 mg/dl, 113 mg/dl, 352 mg/dl and 252 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation. A follow up report will be filed once the investigation results are available.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.

Event description:
Customer reportedly received result of 400 mg/dl on the aviva system and 160 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.